Event description:
When the subject home monitor was plugged to the power supply, the status led was in orange and then in green, but after that the monitor was turned off. It was not possible to do a pit (patient initiated transmission) or healthcheck transmission afterwards. In smartview, it was displayed that the monitor was out of service. An investigation is required.

Event description:
When the subject home monitor was plugged to the power supply, the status led was in orange and then in green, but after that the monitor was turned off. It was not possible to do a pit (patient initiated transmission) or health check transmission afterwards. In smartview, it was displayed that the monitor was out of service. An investigation is required.